Event description:
The customer called and reported the driver arm that pushed the plunger is not being connected to the driver block. The customer denied troubleshooting. Bgs were treated with manual injection.